Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module infusion set had a crack/hole in the tubing and caused leakage. There was no report of patient impact. The following information was provided by the initial reporter: "after completing an add-on echo for this patient the IV pole was noticed to be wet. Upon further investigation it was noted that there was a large "sticky" puddle underneath the pole in the room. Upon further follow-up the tpn that had been running continuously had a crack/hole in the tubing. Tubing hung earlier in day with tpn bag change. The tpn was immediately d/c'd. The floor nurse was called and made aware of the situation so that a new tpn bag could be re-ordered and started asap. She also said that she would follow up with the "team" in charge of that patient would follow up with infection risk. The tubing and IV bag full of tpn was saved and given to the operating room qa rn."

Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of component damage -leak was verified by investigation. Evaluation of the submitted sample indicated leakage during priming of the infusion set on the silicone tubing at the union with the upper pumping segment fitting. Further investigation of the tubing under magnification shows that there are holes in the silicone tubing that is allowing fluid to leak through. A device history record review could not be performed because the lot number is unknown. The root cause for the issue seen in this complaint is an issue with the use of the infusion set. The silicone pumping segment was installed into the alaris pump set incorrectly. When the pumping segment is not installed with the top of the pumping segment inserted first, the silicone tubing of the pumping needs to be stretched in order to be installed into the alaris pump. This stretching causes the holes seen in the received samples. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd alaris¿ pump module infusion set had a crack/hole in the tubing and caused leakage. There was no report of patient impact. The following information was provided by the initial reporter: "after completing an add-on echo for this patient the IV pole was noticed to be wet. Upon further investigation it was noted that there was a large "sticky" puddle underneath the pole in the room. Upon further follow-up the tpn that had been running continuously had a crack/hole in the tubing. Tubing hung earlier in day with tpn bag change. The tpn was immediately d/c'd. The floor nurse was called and made aware of the situation so that a new tpn bag could be re-ordered and started asap. She also said that she would follow up with the "team" in charge of that patient would follow up with infection risk. The tubing and IV bag full of tpn was saved and given to the or qa rn."